Event description:
The customer reported elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving access 2 immunoassay system. Subsequent testing of the initial sample and testing of a second sample produced lower results, within the risk stratification. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse inspected system hardware and observed the substrate probe line had a kink and the aspirate probe tubing was not properly routed. The fse replaced the substrate probe and re-routed the aspirate probe tubing. The fse successfully completed troponin I precision test within assay precision limits for system hardware verification. The unit conformed to the manufacturer's published performance specifications. Troponin I quality control (qc) was within specification during the event.